Event description:
It was reported via repair work order that the head end lift was stuck elevated due to potentiometer malfunction and sensor coil malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.